Manufacturer narrative:
Section a4: weight: unknown, information was requested but not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information, a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded multifocal intraocular lens (iol) was explanted in a secondary surgical procedure from a patient's left eye. The reason for the explant was not specified. The issue was identified during an post-op examination. A non-johnson & johnson lens of +18.50 diopter was used as a replacement. There were no complications such as unplanned incision enlargement, sutures, vitrectomy, or procedural delays. The patient daily activities were not affected. No medical attention or medication outside of the standard of care was required. The patient daily activities were not affected. The patient has fully recovered. Directions for use were followed. No further information provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: feb 3, 2026. Section h3: device evaluated by manufacturer: yes. Device evaluation: (enter from pi results) visual inspection revealed that the lens was cut in half and coated in viscoelastic residue. The lens was cleaned and inspected; a chip was observed on the edge of the lens. No issues that could contribute to the complaint issue reported were observed. During the product evaluation it was confirmed that the physical characteristics of the lens matched a drn00v model lens. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the investigation, no malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.